Event description:
The lay user/patient contacted lifescan on december 27, 2007 and alleged that his one touch ultra meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred three days earlier, at 4:00 pm. He also mentioned that he felt sweaty and had shaky hands after the reported issue began. However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The patient as not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product and that based on the information provided, there was no misuse of the product. The patient was using the correct test strips. However, he had not replaced the battery per the owner's manual (use error) and did not have a new battery to replace at the time of the call. This complaint is being reported because the patient claimed he experienced symptoms suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.